Event description:
Related manufacturer reference number: 2017865-2022-44559. During a clinic follow-up, failure to capture and decreased sensing were observed on the right ventricular (rv) lead, which was suspected to be due to a dislodgement of the rv lead as a result of twiddler's syndrome. Additionally, the device was observed to have migrated due to twiddler's syndrome. The rv lead and device were explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported field event of migration due to twiddler's was not related to device¿s function, no anomalies were observed in the lab. Interrogation of the device revealed the device has not reached the elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage output, high voltage shock and patient notifier were tested on the bench. No anomalies were found.